Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. A review of the submitted log file spanned approximately 49 days (25nov2020 14jan2021 per time stamp). On 06dec2020 at 00:33, the no external power alarm activated while connected to the mobile power unit (mpu) due to both white and black lead voltages diminishing to ~4.7v. This was due to a loss of ac power. The alarm cleared after power was restored. The backup battery was able to provide power to the controller during this event. The controller's ability to operate the pump at the set speed, was not affected by any of the alarms. The mpu (B)(4) was not returned for analysis and is no longer in use. A root cause for the reported event was determined to be loss of ac power. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-alarms and troubleshooting and heartmate ii patient handbook section 5-alarms and troubleshooting explain how to properly interpret and troubleshoot no external power alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's heartmate device recorded a single no external power event on (B)(6) 2020 which occurred while the patient was changing power sources from the mobile power unit. There were no environmental circumstances that would have affected a/c power at the time of the event. The data also showed a few pulsatility index (pi) events occurring on (B)(6) 2020, (B)(6) 2020, and (B)(6) 2021 which were associated with elevations in pump power. These elevations were likely the cause of the pi events. The pi events resolved without intervention, and the patient has not reported any symptoms. It was also noted that the patient appeared to be sleeping with the device powered by batteries.